Event description:
It was reported that the patient contacted patient services noting the light on the remote home monitoring system was red about eight months earlier. Patient services assisted the patient in obtaining a successful remote interrogation. Patient services noted an alert from approximately one and a half years earlier for out of range impedance measurement for the right ventricular (rv) lead and pacemaker, so they referred the patient to their clinic for follow up. A field representative will attempt to obtain additional information from the clinic. No additional information is available. If additional information becomes available the report will be updated at that time. The pacemaker and rv lead remain in service and no adverse patient effects were reported.